Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Event description:
It was reported by the patient that the previously working remote monitor would not turn on. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported by the patient that the previously working remote monitor will not turn on. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event. The monitor was later returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.